Event description:
It was reported that physician was using the original designed bipolar loops, but switched to monopolar as the bipolar loops were too fragile. She has recently tried the new designed bipolar loop, which has the additional small, neutral loop on the opposite end. This neutral loop should not get heated, but in her case it did and burned tissue in a location that was not intended.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).